Manufacturer narrative:
Field service engineer (fse) went on site to repair the broken connector. It was the grey connector that was broken. The connector was replaced along with the gasket. The device was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of device were not removed so an electrical safety check was not required. Evaluation is still ongoing. Supplemental report(s) will be submitted when any information becomes available.

Event description:
As reported for this event, the connector in the basin of the device is broken. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented based on new information received from the user facility. The following sections were updated. An email was received from the customer on 10may2021 indicating the event occurred when disconnecting the scope after reprocessing. The user facility did not report to FDA. The staff was trained and experienced in using the subject device. The investigation / evaluation is ongoing. A supplemental report will be submitted when any applicable information becomes available.